Event description:
It was reported that the customer requested preventive maintenance to be performed on the 9800 system. A defective floppy disk drive was found during the maintenance. The floppy disk drive and the on/off switch was replaced. No patient was involved and no injury was reported.